Manufacturer narrative:
E1: establishment name: (B)(6) hospital.  The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found the scope connector was dirty due to water leakage. The paint on the air/water cylinder was peeled. The paint on the scope cylinder was peeled. The scope cylinder had a scratch. The switch 2 had a scratch. The switch 4 had a scratch. The switch 4 had wear. The universal cord had a scratch. The plastic distal end cover had a scratch. The connecting tube had a scratch.   Based on the results of the investigation, the reported e315 unsupported scope error issue could not be reproduced. A definitive root cause of the event could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use section below: -inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had e315 error. The issue was found during preparation for use. The intended diagnostic examination was completed using a similar device without problem. There were no reports of patient harm.